Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation, the implantable pulse generator (ipg) was at recommended replacement time (rrt) and was in a vvi back up pacing mode with zero years longevity. However, the battery impedance was not measuring at a level that would suggest that the battery was depleted. Initially, the clinician was unable to do any testing and stated that they were not sure how, but they eventually managed to test the ipg and switched the mode back to ddd. The battery was now good and showed a longevity of between one-half and one year. A replacement of the ipg was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.